Event description:
It was reported that the procedure was to treat a proximal left circumflex (lcx) artery and a proximal right coronary (rca) artery. Pre-dilatation of the lcx was performed with a 2.5 x 8 mm unknown balloon catheter and a 2.75 x 12 mm xience v stent was implanted. During deployment the balloon moved proximally more than 2mm causing a proximal dissection. The dissection was treated with low pressure balloon angioplasty for 30 seconds. Pre-dilatation of the rca was performed with a 2.5 x 8 mm unknown balloon catheter and a 2.75 x 48 mm xience xpedition stent was deployed in the rca. Angiography shows good stent apposition with timi iii flow. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with the use of coronary stents. Based on the reviewed information, no product deficiency was identified.